Event description:
It was reported that the user, new to the ilet pump, self-announced a meal without eating after perceiving rising glucose and experienced a steep glucose drop, following an earlier nighttime low that had been treated; the device provided low and urgent low alerts, and the user received troubleshooting and education on appropriate meal announcements. Symptoms included hypoglycemia with a lowest reported glucose of 55 mg/dl and fatigue. Outcomes included self-treatment with oral carbohydrates and no need for assistance or professional medical intervention. Investigation included customer education and troubleshooting focused on use of meal announcements and avoiding use of meals as correction. Investigation of this case revealed user-related use error regarding inappropriate meal announcement without food intake, with device alerts functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of meal announcements rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.